Manufacturer narrative:
Other text: returned device was received in damaged physical condition. The top case was cracked and chipped by the front left and bottom right corners. The tube holder was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was replicated during the power up process. The issue persisted even with a recharged battery. The main pcb was not operating as intended. Physical damage related to the case appears to be caused by physical impact by the customer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the main board of the smiths medical medfusion pump was malfunctioning. It was also reported that the pump had chips and cracks on the top case. No patient consequences were reported. No adverse effects were reported.